Manufacturer narrative:
Based on the results of investigation. Reported event: an event regarding flexion/ extension discrepancy involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: not performed as the reported device is software. Rio serial number not reported. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding flexion/extension discrepancy. There were no other reported events. Conclusion: an analysis of the session file was completed. The original segmentation and CT landmarks selection were performed correctly. Bone registration/verification, probe check, and checkpoint errors were all within allowable levels. The passing of bone checkpoints after bone preparation indicates trackers were stable throughout the case. Analysis of the application code revealed no errors in flexion calculation/display within the ligament balancing page. In summation, there is no evidence to elucidate the discrepancy between the surgeon¿s perception of the leg flexion and what was displayed on-screen. In contrast, the user experienced another issue in which the magenta outline depicting segmentation of the bone was inaccurate within the CT landmarks page. This was reproduced with both the provided session and a new sawbone session. It was found this issue has no effect on the biomechanical angles and calculations seen within the ligament balancing page. (B)(4) has been initiated to address the issue of the magenta segmentation line not outlining the bone.

Event description:
After dr. (B)(6) made all of the cuts for a tka procedure we went back to the joint balancing page to check our alignment. The computer was saying we were in approx. 20 degrees of flexion which we all strongly disagreed with. The knee looked like it only had a few degree flexion contracture. Dr. (B)(6) suggested maybe the landmarks were off and when I went back into the landmarks page the magenta segmentation line was not showing that it surrounded the bone perimeter. It had the same shape but looked like it had shifted. I exited the plan and went back in and it was back to normal. I had checked the landmarks when I originally got the plan back from segmentation so I know it did not look like that when we started. While I was exiting the plan, dr. (B)(6) was working on getting the trials in (he just had the balancer in before). Once he looked at the alignment in the joint balancing screen again with the trials in, the flexion degree was about 5-7 degrees.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After dr. (B)(6) made all of the cuts for a tka procedure we went back to the joint balancing page to check our alignment. The computer was saying we were in approx. 20 degrees of flexion which we all strongly disagreed with. The knee looked like it only had a few degree flexion contracture. Dr. (B)(6) suggested maybe the landmarks were off and when I went back into the landmarks page the magenta segmentation line was not showing that it surrounded the bone perimeter. It had the same shape but looked like it had shifted. I exited the plan and went back in and it was back to normal. I had checked the landmarks when I originally got the plan back from segmentation so I know it did not look like that when we started. While I was exiting the plan, dr. (B)(6) was working on getting the trials in (he just had the balancer in before). Once he looked at the alignment in the joint balancing screen again with the trials in, the flexion degree was about 5-7 degrees.